Manufacturer narrative:
The second paragraph of the h11 additional narrative in the initial MDR should have been: "on the field service engineer's (fse) initial service visit, he inspected one of the analyzer's ion-selective electrode modules and found technical issues. He changed the slider, the bearing, and the vacuum nozzle. He also cleaned the sipper nozzle, changed the dilution cup, and adjusted the pipette. He performed an ise check, precision run, and qc with successful results. On the fse's follow-up service visit, he inspected the analyzer's ion-selective electrode 2 (ise 2). The fse cleaned it with hot water and hypochlorite. He changed all of the electrodes and noted that the qc was again within the specified ranges. He also noted the sample probe was not in good condition and found an oily film on the patient samples. He also repaired the ise 1 module. The customer performed qcs and a comparison test using patient samples on the three modules and the results were acceptable." Instead of: "the field service engineer (fse) inspected the analyzer's ion-selective electrode 2 (ise 2). The fse cleaned it with hot water and hypochlorite. He changed all of the electrodes and noted that the qc was again within the specified ranges. He also noted the sample probe was not in good condition and found an oily film on the patient samples." The investigation determined the event was due to a preanalytic issue at the customer site (oily film on patient samples). Preanalytics are within the customer's responsibility. There was no indication of a device malfunction.

Manufacturer narrative:
The electrode lot number and its expiration date were requested but not provided. The field service engineer (fse) inspected the analyzer's ion-selective electrode 2 (ise 2). The fse cleaned it with hot water and hypochlorite. He changed all of the electrodes and noted that the qc was again within the specified ranges. He also noted the sample probe was not in good condition and found an oily film on the patient samples. The investigation is ongoing.

Event description:
The initial reporter received questionable ise indirect na for gen.2 results from two patient samples tested on the cobas pro ise analytical unit. The reporter was able to provide one patient sample with discrepant results: the initial result from the analyzer was 116 mmol/l. The repeat result from a point of care testing (poct) instrument was 122 mmol/l. The medical doctor deemed the poct result correct.